Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre 2 sensor. Customer received an unspecified sensor scan readings that were 60 mg/dl higher than the reading obtained on an unspecified meter. Customer self-treated with "too much" insulin and experienced cramps and seizure and required treatment of dextrose provided by his wife. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre 2 sensor. Customer received an unspecified sensor scan readings that were 60 mg/dl higher than the reading obtained on an unspecified meter. Customer self-treated with "too much" insulin and experienced cramps and seizure and required treatment of dextrose provided by his wife. There was no report of death or permanent impairment associated with this event.